Manufacturer narrative:
A ge service rep evaluated the system and replaced the system interface board, and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system displayed a communication error. No pt injury was reported.